Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a noise image. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had noise image occur. There was no patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted b3 - date of event, the correct date was 2/13/2026.

Event description:
No additional information from the customer.